Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer had an unspecified cartridge issue. Customer performed a supply change to address the issue. Customer¿s blood glucose level was around 400 mg/dl.